Event description:
(B)(4). Mentor rec'd the report on 02/22/2011 from the FDA. Per that report, the pt underwent breast augmentation in 1997 using nagor implants. In 2009, the nagor implants were replaced with mentor breast implants. In 2010, two lumps were found in the pt's breast. Subsequently, the pt was diagnosed with lymphoma. No further info is available at this time.